Event description:
The customer complained that the needle could not be fully retracted after use.was there any impact to a patient, hcp, user or other? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.